Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, on transection of the distal sigmoid, after pressing the green button, the surgeon could not squeeze the handle and the device did not fire. No staple line was places into tissue. At the end, they used another stapler and another stapler loading units to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instruments found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.